Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was monitored for several days and no blank display noted. Unit was received with all operating currents within specification and passed the displacement test. No damage on the connector/lcd isolation tape noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer received a low battery alarm and the battery cap was damaged. The insulin pump would not turn on. The customer¿s blood glucose level was unknown. Troubleshooting was performed. There was a missing piece in the battery compartment. They could not get the battery out of the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.